Event description:
Revision surgery - the pt had their humeral socket shell, head and insert removed; reason for revision unk.

Manufacturer narrative:
The reason for this revision surgery was not reported and unknown. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record and product complaint report history could not be conducted due to a lack of information regarding the part and lot number. The root cause could not be identified due to no information about the nature of the revision surgery and the explanted devices.

Manufacturer narrative:
The reason for this revision surgery was not reported and unknown. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record and product complaint report history could not be conducted due to a lack of information regarding the part and lot number. The root cause could not be identified due to no information about the nature of the revision surgery and the explanted devices.